Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 46 year old male who had been admitted in with indication of acute decompensated chronic cardiomyopathy, presenting in scai stage e shock. The underlying medical history was not shared. Prior to the cp delivery the team had the patient supported by an intra aortic balloon pump. On day 4 of the pump support the team observed there to be hematuria. The team stated the urine was a "cola" color but, the labs were not remarkable for a hemolysis diagnosis. Also, on day 4 the team noted the sleeve was damaged/torn. There was no intervention noted nor was there any pump explantation. There has been no noted infection from the sleeve damage. The pump remains on for support despite these issues. While on support the device is functioning as expected, p-5 with 3.7l/min flow with d5w with bicarb in the purge solution.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Manufacturer narrative:
Updated information: h6 component code changed to g07003. The investigation for the hematuria has been completed. The cause of the injury was not determined due to insufficient clinical details. The investigation for the anticontamination sleeve-(separation, torn) has been completed. The cause of broken sterile sleeve was not determined due no product was returned for evaluation.

Manufacturer narrative:
Additional information received the patient is still on support.